Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms atrial lead impedance and loss of capture at maximum output in both polarities. The device was programmed to vvir mode and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received